Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began 1 month prior to contacting lfs. The cca noted that the patient was managing her diabetes with pills, diet and/or exercise at the time, the alleged issue started. Despite the alleged power issue, the patient claimed she did not make any changes to her diabetes management. Approximately 2 weeks after the issue began, the patient reported feeling shaky and dizzy. The patient stated that she treated self with food and/or drink in response to the symptoms. At the time of troubleshooting, the cca noted that the subject meter did not power on manually or when a test strip was inserted. The cca also noted that the subject meter's battery did not have to be replaced per the owner's booklet recommendations. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.